Event description:
Ge biplane angio lab equipment malfunction. Patient having cerebral angio, catheter in carotid artery ready for 3d film run. Error message "640b bad data received. Press system reset". Patient did not receive bolus of x-ray dye. Ge notified. System reset.